Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. At the time of this report, it was unknown if the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.